Event description:
The facility representative reported an infuso.r. Pump with a condition of "bolus works intermittently." It is unknown when the event occurred; however, it was identified in the "gi dept" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "bolus works intermittently" issue was confirmed and reproduced during product evaluation. The assignable cause was not determined due to estimate refusal by customer. The device was returned unrepaired.